Manufacturer narrative:
The right ventricular lead remains impalnted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that during the implant procedure, this right ventricular defibrillation lead had to be repositined as measurements were unsatisfatory with low intrinsic amplitudes. The lead was repositioned considering adequate unscrewing and screwing of the helix. After multiple different right ventricular sites a satisfactory position was obtained and the lead was positioned. The patient experienced some discomfort in his chest and an echocardiogram was performed which revealed a minor presence of fluid in the pericardial space which was not existant in previous echocardiograms. The patient was hemodynamically stable with normal blood pressure and electrocardiogram. The implant proceeded with atrial lead positioning. The patient started to feel sligthly better and remained stable. All measurements were good (thresholds, impedances, intrinsic amplitudes) and defibrillation threshold (dft) was obtained successfully at 21j. The patient was taken to the intensive care unit to closely monitor the pericardial fluid. On the way to the intensive care unit, the patient stopped breathing and was hypotensive. Cardiac tamponade was detected and a pericardiocentesis was performed. The patient was stabilized and the symptoms resolved. Blood pressure and electrocardiogram were normal. The patient was moved to recovery.